Event description:
It was reported that the patients lead had migrated. The patient underwent a lead replacement procedure wherein a paddle lead was implanted. The patient was doing well postoperatively, and the explanted leads will not be returned due to facility policy.

Manufacturer narrative:
Exact date unknown, event occurred two months ago from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 5132824.